Event description:
It was reported that, after a trauma surgery during which a trigen intertan nail was implanted, the patient underwent a revision surgery on the (B)(6) 2022. The clinical symptoms or complications that made necessary this revision are unknown. The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the supporting information the root cause of the event cannot be confirmed, and it cannot be concluded that the issue was caused by a mal-performance of the device. Impact to the patient beyond the reported revision cannot be determined with the lack of information. No further clinical/medical investigation is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.